Manufacturer narrative:
Summary of evaluation: the device can not be evaluated as it has not been returned to howmedica but rather has been discarded at the hospital.

Event description:
The tibial insert would not seat properly in the baseplate. There was no adverse consequence for the pt.